Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was having problems with leakage and frequency, which had increased over time. Prior to the report, the patient saw their healthcare professional (hcp). The hcp thought it was a urinary tract infection (uti) and the patient got two prescriptions for this, but neither responded. Then, they were saying it was the stimulator. The patient tried increasing stimulation to the point where it would hurt them, but they were still wetting constantly. After syncing with the patient programmer (pp), they found the stimulation was on program 4. They switched to program 1 and it was extremely painful. After decreasing, they felt stimulation in their rectum. They were going to keep the stimulation there and speak to their hcp. This was noted to be a gradual change starting four weeks prior to the report. There were no further complications reported or anticipated.